Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, following the laser portion of laser assisted cataract surgery a micro adhesion was seen on the capsule nasally of the left eye. The surgeon used vision blue to visualize the capsule prior to management. The micro adhesion was released without consequence to the patient and the capsulorhexis was noted to be round and complete. During the phaco portion zonular dehiscence was observed in the superior half of the capsular bag. Approximately 180 degrees of the capsular bag was detached. The surgeon increased the size of the primary incision and used a lens loop to extract the cataract from the eye. An anterior vitrectomy was performed and an anterior chamber lens was implanted. Four sutures were used to close the primary incision. The patient was seen the same day and reported to be doing "better than expected" with noted corneal swelling. The patient will be sent for retinal evaluation. The surgeon noted the zonular dehiscence as the cause for the event.

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).